Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye, the container was lighted inspection for 3 seconds against a white background and 3 seconds against a black background and a clear small particulate was observed inside the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml intravia container had small translucent, glass-like particles floating inside. This issue was identified after placing the bag on the shelf for growth testing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The sample was requested for evaluation. Should additional relevant information become available, a supplemental report will be submitted.